Event description:
Catheter failed to continue to work mid-case; no image. Tried to re-start the machine; ultimately had to open another catheter. Product had patient contact but no patient harm. ====================== manufacturer response for volcano .035 ivus catheter, (brand not provided) (per site reporter). ====================== product will be returned to the manufacturer for evaluation. A replacement was sent.